Manufacturer narrative:
Investigation summary: one (1) sample was received from the customer for investigation. The sample was returned with an opened blister pack. The sample was analyzed by drawing 60 ml of a water/dye solution into the syringe. No leakage was observed. The tip of the syringe was then blocked and the plunger was attempted to be depressed. No leakage was observed during this test. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: while bd was unable to duplicate the customer's failure, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A complaint history check was performed and this is the 1 st related complaint reported with the defect/condition of leakage past stopper for lot # 8360804, item # 309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Rationale: CAPA # (B)(4) was opened in response to the event.

Event description:
It was reported that leakage occurred past the bd luer-lok¿ tip syringe plunger's stopper during use. CAPA # (B)(4) was opened in response to the event. The following information was provided by the initial reporter: "leakage thru the stopper."